Event description:
The duett sealing device was deployed following an interventional procedure via a 6f sheath in the right femoral access. Approximately 2.75 hours post deployment, a large hematoma was noted. The patient appeared to have received multiple punctures to the leg. Intervention consisted of manual compression at the site, and a blood transfusion. The patient was stabilized, and the event was resolved.